Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during the rewind. The customer also stated that the insulin pump was exposed to a cat scan earlier in the day. Troubleshooting was done and the insulin pump failed the displacement test. Advised the customer to discontinue using the insulin pump.